Manufacturer narrative:
Initial.

Event description:
It was reported that the user, on ilet for about one month, experienced weight gain of 6 lbs along with fluctuating blood glucose levels, including hyperglycemia, and expressed concern about lows and reduced insulin delivery of approximately 20 units per day compared with prior therapy; the user also noted a current glucose of 206 mg/dl after a small snack and coffee and had recently completed a supply change. Symptoms included insufficiently characterized health effects. Outcomes included no reported health consequences or impact, with overall impact otherwise not fully characterized. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with the device problem and component not further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.